Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Report received of an underdelivery. The pump was returned to the biomedical engineering department with an unsigned note stating, "please check calibration. Showed 90cc had infused. The 50cc still left in container." No tracking info was provided; therefore specific pt info, pump programming or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.